Event description:
It was reported that this pacemaker reverted to safety mode. Additionally, the patient experienced stimulation. Device replacement will be scheduled on an unknown future date. No adverse patient effects were reported. The device remains in service. Information does not indicate device replacement has yet been planned or undertaken at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker reverted to safety mode. Additionally, the patient experienced stimulation. Device replacement will be scheduled on an unknown future date. No adverse patient effects were reported. The device remains in service. Information does not indicate device replacement has yet been planned or undertaken at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this pacemaker reverted to safety mode. Additionally, the patient experienced stimulation. Device replacement will be scheduled on an unknown future date. No adverse patient effects were reported. The device remains in service. Information does not indicate device replacement has yet been planned or undertaken at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.